Event description:
Nosecone detached in sheath. Sheath was withdrawn enough to make sure the nosecone was out of the body (still on the wire). Sfa was re-accessed and treatment with a balloon/stent was executed.

Manufacturer narrative:
Additional information: reference IFU for appropriate warning regarding wire prolapse. Warning: never advance the distal tip of the catheter near the floppy end of the guidewire. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit.